Event description:
It was reported while using an unspecified bd pen needles the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: needle blocked.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed and the (B)(6) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd pen needles the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: needle blocked.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 14-feb-2023. H6: investigation summary: customer returned one used pen needle. It was reported by the distributor that the needle is blocked. Pen needle was visually verified using magnification and found one pen needle with pe bent. Therefore, pen needle was clogged during priming due to pe bent. As the sample returned was open it is not possible to determine root cause. Hence, the alleged issue could be confirmed based on the samples returned. No DHR review can be carried out as lot number is unknown. Based on the sample received, embecta was able to confirm the customer indicated failure. As the sample returned was open it is not possible to determine root cause. H3 other text : see h10.